Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case w/moist) issue. The reporter alleged that the battery compartment was cracked/damaged. It was noted that there was moisture inside the pump and the battery cap was "gritty". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 06/01/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 05/15/2015 with the following findings: visual inspection revealed that the battery compartment was cracked along the side of the battery compartment threads. Moisture was observed inside the battery compartment. The returned battery cap threads were found to be stripped/damaged and the cap was unable to properly secure to the pump. A test battery cap was used to complete all testing. A leak test was performed and a battery compartment leak was found. The pump case was removed and no evidence of moisture was found inside the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.